Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿radiofrequency scanning for retained surgical items can cause electromagnetic interference and pacing inhibition if an asynchronous pacing mode is not applied.¿ a<(>&<)>a case reports. 2016;6:143¿5. Doi: 10.1213/xaa.0000000000000229. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s experience while using a temporary pacemaker after an elective coronary artery bypass grafting procedure. The article reports that upon the completion of the procedure, the anesthesiologist noticed a ¿significant asystolic pause¿ on the electrocardiograph (ECG) report. The physician had completed a ¿routine safety check¿ by using a radio frequency (rf) scanning wand [the scanner is used for checking for retained surgical items]. The scan with the wand was associated with causing pacing inhibition (the pause) in the pacemaker. The pacemaker was then switched to the doo [dual-none-none] mode, per instructions from the pacemaker manufacturer. There was no further pacing inhibition. The patient was discharged home and ¿has since recovered well.¿ the status of the pacemaker is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the patient codes and the device analysis results. The changes are reflected in this report under section -conclusion code(s). If information is provided in the future, a supplemental report will be issued.